Event description:
The customer reported a failure to discharge during a patient event. There was no report of negative patient impact.

Manufacturer narrative:
(B)(4): the customer reported a failure to discharge during a patient event. There was no report of negative patient impact. The complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.